Manufacturer narrative:
The calibration was last performed on 29-oct-2025, and it was acceptable. The alarm trace did not show any abnormalities. The service actions performed by the field service engineer (adjusting the pump pressure and tightening the fixing screw for the vacuum nozzle) resolved the issue. The instrument was performing within specifications. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas pro ise analytical unit. Initial result: 158.6 mmol/l. The sample was repeated on the same cobas pro ion-selective electrode (ise) analytical unit and also on a different cobas pro ise analytical unit. Repeat results: 152.3 mmol/l, 163.5 mmol/l, 150.2 mmol/l, 152.1 mmol/l, and 152.4 mmol/l. The repeat results were deemed to be correct. An amended report with the correct sodium result of 152 mmol/l was issued as it matched the patient's history results.

Manufacturer narrative:
The sodium electrode lot number was ehc66. The expiration date was not provided. The qc was within the range prior to the event. The customer stated that while opening the ise electrode block, they noticed that the gold thumb screw for the vacuum nozzle was loose and was almost falling off. The field service engineer found a loose fixing screw for the vacuum nozzle. He checked the pump pressure and adjustment and tightened the fixing screw for the vacuum nozzle. Ise checks and precision studies were performed, and they were within specifications. The investigation is ongoing.